Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer also reported difficulty filling the tubing. The customer's blood glucose was 600 mg/dl. Customer has treated for their blood glucose. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. The customer was advised the insulin pump was functional at the end of the troubleshoot. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.